Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional. Additionally, hemolysis is a well-known and anticipated complication mechanical circulatory support. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support, utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced hemolysis. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon follow up correspondence with a director of mechanical circulatory support, it was reported this patient was placed on ECMO support due to pulmonary failure caused by acute respiratory distress syndrome (ards), secondary to a covid-19 infection (exact date not reported). On day 2 of ECMO support utilizing the xlung kit 230, hemolysis was noted. ECMO settings included veno-venous support with a blood flow of 4.8 l/min at 3500 rpm¿s and 15 l/min sweep gas. Clots were not present in the tubing and the oxygenator when hemolysis presented. At the time hemolysis was noted, it was decided to change the ECMO device to a gentinge cardiohelp (not a fresenius product). The patient continues on ECMO support on the cardiohelp ECMO device. There was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support, utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced hemolysis. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon follow up correspondence with a director of mechanical circulatory support, it was reported this patient was placed on ECMO support due to pulmonary failure caused by acute respiratory distress syndrome (ards), secondary to a covid-19 infection (exact date not reported). On day 2 of ECMO support utilizing the xlung kit 230, hemolysis was noted. ECMO settings included veno-venous support with a blood flow of 4.8 l/min at 3500 rpm¿s and 15 l/min sweep gas. Clots were not present in the tubing and the oxygenator when hemolysis presented. At the time hemolysis was noted, it was decided to change the ECMO device to a gentinge cardiohelp (not a fresenius product). The patient continues on ECMO support on the cardiohelp ECMO device. There was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Due to the lot number being unknown, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to fresenius that a critically ill patient on extracorporeal membrane oxygenation (ECMO) support, utilizing the novalung ECMO console with the xlung kit 230 oxygenator experienced hemolysis. There was no specific allegation that the event was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon follow up correspondence with a director of mechanical circulatory support, it was reported this patient was placed on ECMO support due to pulmonary failure caused by acute respiratory distress syndrome (ards), secondary to a covid-19 infection (exact date not reported). On day 2 of ECMO support utilizing the xlung kit 230, hemolysis was noted. ECMO settings included veno-venous support with a blood flow of 4.8 l/min at 3500 rpm¿s and 15 l/min sweep gas. Clots were not present in the tubing and the oxygenator when hemolysis presented. At the time hemolysis was noted, it was decided to change the ECMO device to a gentinge cardiohelp (not a fresenius product). The patient continues on ECMO support on the cardiohelp ECMO device. There was no indication the patient experienced an adverse event or serious injury due to hemolysis and there was no harm to the patient as reported by a medical professional.

Manufacturer narrative:
Additional information: the lot number for this device was not provided. As a lot number could not be determined, device history and manufacturing records could not be reviewed. The plant investigation is still in process and a supplemental MDR will be submitted upon completion of this activity.